Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No button error alarms noted. The displacement, prime, basic occlusion, occlusion and no delivery tests could not be performed due to no button response. The device also had a cracked reservoir tube lip, cracked case window display corners, scratched lcd window and missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call that the insulin pump had a button error alarm on (B)(6) 2013 and multiple no delivery alarms the day of the call. The blood glucose at the time of the incident was 331 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.